Manufacturer narrative:
To date, product has not been returned for further investigation. The useful life of optium xido meter is 5 years. As the manufacturing date of this product is 2014, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The returned meter was de-cased and an internal visual inspection was performed. No issues observed however, faulty component was not identified. Upon extended investigation, a visual inspection was performed on the returned meter. Observed damaged on the battery holder and battery terminals due to misuse. Also observed that the grounding pins from the battery housing were missing completely preventing the returned meter from powering up. Due to the damage the meter was unable to be powered on. Based on the visual inspection the cause was determined to be inappropriate use and maintenance of the device. No product deficiencies were identified. Therefore, this issue is not confirmed due to use. All pertinent information available to abbott diabetes care has been submitted.